Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure on (B)(6) 2012, surgeon could not disconnect the extension arm. Surgeon reports the distraction can still be completed. Reportedly, pt was still bleeding from the skin wound the pt experienced blood intraorally and experienced a lot of pain postoperatively. Pt was returned to the operating room on an unk date and the product was removed. No info on what the pt was revised to. This is 2 of 2 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.